Manufacturer narrative:
Other applicable components are: product ID: 37602, serial #: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller said they had a bad experience with their previous implant replacement, which was resolved. The last surgery did not go well. The caller stated the hcp wanted to the pocket to be bigger and once it was complete the site looked swollen and blood started to ooze down the side. The caller stated the blood was filling in the pocket on the chest and the hcp had to take the patient back into surgery and use a local anesthetic because the patient had already eaten and had anesthesia once already that day. The caller stated they had to open them again and clean that area, which was not a good experience. There were no further complications reported.